Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces.no button error alarm during testing noted. The insulin pump has cracked case at display window corners, reservoir tube lip and minor scratched display window.